Manufacturer narrative:
Manufacturer¿s investigation conclusion: although the evaluation of the submitted system controller log file confirmed transient elevations in power and flow, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii lvas, serial number (B)(4), and the report of possible device thrombosis could not be conclusively established. The submitted log file captured a transient elevation in power and flow on (B)(6) 2019 at 07:20:16 am, reaching 11.7 w and 11.9 lpm, respectively. One transient elevation in power was also observed on (B)(6) 2019 at 04:08:56 pm, reaching 9.4 w. These parameter elevations were associated with pi events. The pump appeared to have functioned as intended without any atypical alarms throughout the duration of the submitted data. The account communicated that the patient was admitted for possible device thrombosis. Multiple attempts for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis, as well as how to respond to such events. This IFU also outlines all pump parameters and explains that power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Any increase in power not related to increased flow causes erroneously high flow readings. Further, this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 years and 3 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that log files were submitted for review due to the patient being admitted for possible device thrombosis. During the analysis of the log file one elevated power and flow associated with a pi event was observed. A low speed operation caused by the set fixed speed being lower than the set low speed limit was also observed. There were no other unusual events seen within the log file. Additional information has been requested but not provided.